Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The physician relocated the pocket site and the patient is doing well. The patient's ipg was tested with the patient's charger and everything is working properly.

Event description:
A report was received that the patient is experiencing difficulty charging their implant. The physician has recommended that the patient undergo a pocket revision.

Event description:
A report was received that the patient is experiencing difficulty charging their implant. The physician has recommended that the patient undergo a pocket revision.